Event description:
It was reported that the patient was diagnosed with chest pain. In (B)(6) 2020, the patient was referred for cardiac catheterization, and the index procedure was performed. The target lesion #1 was located in the 2nd diagonal with 80% stenosis and was 10 mm long, with a reference vessel diameter of 2.75 mm. The target lesion #1 was treated with pre-dilatation and followed by the placement of a 2.75 mm x 12 mm synergy stent system with the residual stenosis of 0%. Post dilatation was not performed. The target lesion #2 was located in the distal left circumflex artery (lcx) with 90% stenosis and was 48 mm long, with a reference vessel diameter of 3.00 mm. The target lesion #2 was treated with pre-dilatation and followed by the placement of a 3.00 mm x 24 mm overlapped with 2.75 mm x 28 mm synergy stents system. Following post-dilatation, the residual stenosis was noted to be 0%. On the following day, the patient was discharged on aspirin and clopidogrel. In (B)(6) 2025, the patient was diagnosed with chest pain and was hospitalized on the same day for further treatment. At the time of event, the subject was on aspirin and clopidogrel. Percutaneous coronary intervention was performed, and medication was given to treat the event. On an unknown date in 2025, the subject was discharged from hospital. At the time of reporting the event was considered to be recovering/resolving.

Manufacturer narrative:
(B)(6).